Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has exhibited gradual fluctuations in right ventricular (rv) shock lead impedance measurements, that have reached high out of range measurements. Technical services (ts) was consulted and recommended possible reprogramming options as well as rv lead troubleshooting. This crt-d system remains in service. No adverse patient effects were reported.